Event description:
Boston scientific (formerly guidant) received information that four to five years post implant, a type ii endoleak was identified with this ancure endograft and the patient was treated with cautery. The graft remains implanted and to date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.